Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Tac noted that they spoke with the reporting physician, and the issue appears to be intermittent. Noting that it had occurred multiple times over a short period of time. Then tac instructed the customer to inspect the light bulb and test the lamp ignition, no problems were noted. Tac also confirmed that the lamp meter was only showing 200hrs of operation. Tac then recommended to the sales representative to have the subject device replaced. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the main lamp of her evis exera iii xenon light source would not ignite, but the spare lamp would come on instead. According to the initial reporter, this event occurred during installation and have no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the reported event be duplicated. Olympus will continue to monitor field performance for this device.